Manufacturer narrative:
Complaint investigation completed as part of this report.

Event description:
Event description: per email, it was reported that: ecn event description: stop short technique after trying to engage eca, the .035 jumped and the physician feels like it caused the injury to the vessel. Once the nps was set up, the md tried to wire the ica, swapped the enroute wire out for a v-14, the wire seemed to engage the ica, we ballooned and stented. When the final angiogram was taken it was clear the stent was placed outside the ica. We originally thought it was placed in the eca, but upon explant it actually perforated the ica. The md did a cea, placed a patch, and the patient is recovering well. Based on the event description: - the j-wire jumped and caused a dissection during the procedure; therefore we need a complaint for the nps system. - the dissection could also have occurred with the v-14 wire as well and therefore we need a v-14 complaint also. Event date: 2026-1-27 as reported device codes: 2442: unintended movement as reported patient codes: 9213: perforation procedure date: (B)(6) 2026. Type of procedure: transcarotid artery revascularization (tcar) country of event: united states.